Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose: 7/page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose and insulin history is as follows: (B)(6). At 11:10 am he went to the hospital where they gave him a manual injection of 4.0 of insulin. At 12:00 pm 8 (manual injection). At 1:00 pm 10 (manual injection) and they placed him on an intravenous therapy. At 6:00 pm 10 180. He was then released from the hospital. The adhesive pad was not sticking well and cannula noted as bent. The pod was worn longer than 48 hours on the leg.